Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after reconnecting to the ilet system, with a fingerstick value of 515 mg/dl shortly after a meal and initial use following a break from the device; the user announced the meal, and the system was dosing insulin as indicated, with subsequent improvement to 325 mg/dl and downward trend. Symptoms included elevated blood glucose without reported acute clinical manifestations. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education regarding meal announcement and expectations when resuming therapy at high glucose levels. Investigation of this case revealed no device alarms or alerts and no identified device component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.